Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. The information will be used for tracking and trending purposes.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level over 500 mg/dl and high ketone levels. The cause of the high bg was unknown. The infusion set and cartridge were changed, a manual insulin injection was administered, and a bolus was delivered to address bg level. Tandem clinical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to discuss diabetes management with a health care professional. Customer reverted to an alternate method of insulin delivery.